Event description:
The patient called lifescan and alleged that their meter reading inaccurately erratic. The patient reported blood glucose results of "379 mg/dl and 40 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient also reported a black mark on the display. No harm or injury was alleged. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.